Manufacturer narrative:
The attached user facility report (B)(4) was received from the (B)(6) registry. The suspect system controller was returned to the MFR for analysis and the reported event of power cable disconnect alarms was confirmed. In addition to the power cable disconnect events, a review of the log file data also revealed several pump stoppages due to interruptions in power to the system controller. There were several clock resets in the log file and the test pump did not operate when the black power lead was connected to the equipment in the laboratory. One of the inner conductors which supplies power to the system controller was found to be severed in the black power lead and was shorting to the inner shield. The damage was consistent with wear and tear as a result of repetitive cyclic flexing. A review of device history records showed no deviations from mfg or qa spec that would affect device function or performance. No further info is available. The MFR is closing this file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report #(B)(4) from the (B)(6) registry indicating that the pt had power cable disconnect alarms when connected to the power module. The pt changed out the power module pt cable with no change. The pt changed the system controller and no further alarms were noted.